Manufacturer narrative:
Additional components involved in the event: product family: scs lead , model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000108532. Lead migration was reported to abbott. Based on information received, rep reported being notified of a lead revision that was added for the patient with dr. The x-ray showed the leads had migrated up and they are going to pull them down and re-anchor. No equipment was explanted. Dr. Was able to reposition the leads. There were no complications during the procedure and therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
It was reported the patients leads migrated. Migration was confirmed via x-ray. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were repositioned to the correct location. Surgery addressed the issue.